Event description:
A report was received that the patient was experiencing a burning sensation at the lead site. The physician suspected a lead fracture. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the leads had migrated and there was no lead fracture. The patient underwent a revision procedure wherein the leads were replaced per physician's preference. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing a burning sensation at the lead site. The physician suspected a lead fracture. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70 serial/lot #: (B)(4), description: linear st lead, 70cm.